Event description:
It was reported the pt reported hip pain. Bloodwork showed elevated chromium levels. Surgeon suspected femoral loosening as cause of pain or infection. During revision surgery, surgeon reported evidence of metal on metal wear from the head/neck tunnion. All implants were removed and replaced as there was no indication of infection.

Manufacturer narrative:
Based on the results of the eval, insufficient info was rec'd to confirm the reported event or determine a root cause. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.